Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a display issue. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the external pulse generator (epg) had a defective display. Analysis also noted that the upper case, lower case, the ring cover, the battery drawer were all broken and the flex cable was worn out. The epg was returned to the customer without repair at the customer's request. If information is provided in the future, a supplemental report will be issued.